Manufacturer narrative:
This report was prepared by rep. The device is expected to be returned to fisher & paykel healthcare. No info to date. Results- investigation still underway, no results to date. Conclusions- no conclusion can be made at this time.

Event description:
A hosp reported to our distributor that the rt210 adult breathing circuit had 'sparking'. No pt consequence was reported.